Event description:
Oversensing causing inappropriate therapy was reported. The pace/sense portion of the lead was capped and replaced. The high voltage portion of the lead remains in use. No patient complications were reported as a result of this event.